Event description:
It was reported the pt no longer uses her scs system and has not charged her ipg in a while. She is consulting with her physician to have the ipg removed at a future date. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.